Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that rust like particles from the o-ring inter block were found area when cleaned with a swab. The issue was discovered during clinical engineering's preventative maintenance month. The device had, prior to being checked for preventative maintenance, been used on patients. From our knowledge, no one was injured or harmed by the device malfunction.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a corroded quick connect, discolored pole clamp, and water tank that had rust inside. Per visual and functional testing, using a cotton swab rust was present in both the heater and pump hoses. The complaint was confirmed. The most probable root cause was a non-approved solution was used in the circulation cycle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced both heater and pump, quick connect and pole clamp. Performed preventative maintenance (pm), changed o-rings and reservoir gasket. Calibrated device. The device passed all functional and delivery tests.